Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring the gore c3 delivery system. Full deployment of the trunk ipsilateral leg component was executed and the physician attempted to cannulate the contralateral gate. It was reported that the distal end of the contralateral gate opened; but more proximally, at the location of the long gold marker, the device remained closed. The physician was unable to cannulate the gate and the pt was converted to an aorto uni iliac. The pt tolerated the procedure. It was reported that the patient's aorta was calcified.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include: surgical conversion.